Event description:
Pt reported that their surgeon believes that port tubing may have become loose. The event was first noticed about a year ago, when the pt began experiencing pain in the pelvic region. Additional info provided by the health professional confirmed the pt's reported event. The surgeon believes the tubing came apart, because the device is not retaining fluids and pain is in the pelvic area. The device remains implanted.

Manufacturer narrative:
Taper ii. Medwatch sent to FDA on: (B)(4) 2012. The product associated with this report has not yet been returned. Based upon the serial number and implant date provided by the reporter the connector type is assumed to be a taper ii. The reporter of the event was asked to return the product for analysis. Visual examination may confirm or determine another connector type associated with this report. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing." "Prior to doing an adjustment to decrease the stoma, review the pt's chart for total band volume and recent adjustments. If recent adjustments have not been effective in increasing restriction and the pt has been compliant with nutritional guidelines, the pt may have a leaking band system, or may have pouch enlargement or esophageal dilation due to stomal obstruction, band slippage or over-restriction." Device labeling addresses the reported event of pain as follows: "there were additional occurrences of these events that were considered to be non-serious. Other adverse events considered related to the lap-band system that occurred in fewer than (B)(4) of subjects included: abdominal pain, chest pain, incision pain and port site pain."